Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-07521 and 3005099803-2013-06964 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an esophagogastroduodenoscopy (egd) procedure with stent placement in the duodenal bulb on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of a gastric outlet obstruction (goo) due to pancreatic cancer. The stricture was in the second and third portion of the duodenum. The patient's anatomy was not tortuous but the patient was reportedly undergoing radiation and chemotherapy. Two stents were used due to the length of the stricture, which was from the bulb to d3. During the procedure, the physician deployed the first stent distally and the second stent was placed more proximally. Both stents were placed without issue and the stents were fully expanded. The procedure was completed with these devices. Post procedure the patient¿s abdomen was distended and a nasogastric (ng) tube was inserted to decompress the stomach. A CT scan was performed which showed free air. In the physician¿s assessment a perforation had occurred and the patient immediately went to surgery. The stents were not removed and it is unknown where the perforation occurred in relation to the stents. In the physician¿s assessment the stents contributed to the perforation. The patient condition was reported to be ¿doing well¿ post surgery.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.